Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected and found the r2 alnty c reagent probe (04s49-01) was bent. The fsr replaced the alnty c reagent probe (04s49-01) which resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history was performed and no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data associated with the alnty c reagent probe (04s49-01) did not identify an increase in complaint activity. A review of this data did not identify increased complaint activity for the alinity c processing module or the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement the alinity c -series reagent probe. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6) or the alnty c-series reagent probe.

Event description:
The customer observed falsely elevated creatinine results generated from alinity c processing module for multiple patients. The results provided were: sid (B)(6), 57yrs old white female diagnosed with copd and acute kidney injury: initial creatinine=2.22 mg/dl /repeated and corrected=0.61 mg/dl. The patient was admitted due to acute kidney injury (aki) and chronic obstructive pulmonary disease (copd). Then moved to ER due to falsely elevated creatinine results. The patient was given intravenous (IV) fluids and repeated creatinine on different analyzer. The IV fluid disconnected when got normal creatinine result 0.60. No harm to the patient due to IV fluid. Sid (B)(6), 81yrs old white male: initial creatinine=2.13 mg/dl /repeated and corrected=1.38 mg/dl laboratory reference range for creatinine: female=0.60 to 1.00 mg/dl; male=0.40 to 1.00 mg/dl no further impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6), 57yrs old white female and sid (B)(6), 81yrs old white male.

Event description:
The customer observed falsely elevated creatinine results generated from alinity c processing module for multiple patients. The results provided were: sid (B)(6), 57yrs old white female diagnosed with copd and acute kidney injury: initial creatinine=2.22 mg/dl /repeated and corrected=0.61 mg/dl. The patient was admitted due to acute kidney injury (aki) and chronic obstructive pulmonary disease (copd). Then moved to ER due to falsely elevated creatinine results. The patient was given intravenous (IV) fluids and repeated creatinine on different analyzer. The IV fluid disconnected when got normal creatinine result 0.60. No harm to the patient due to IV fluid. Sid (B)(6), 81yrs old white male: initial creatinine=2.13 mg/dl /repeated and corrected=1.38 mg/dl laboratory reference range for creatinine: female=0.60 to 1.00 mg/dl; male=0.40 to 1.00 mg/dl no further impact to patient management.